Manufacturer narrative:
Update 12-jan-2024 atrial lead perforation was found. Pericarditis was also seen. Lead repositioning procedure was discussed but it was decided not to and instead to follow the patient. Device currently remains implanted. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient suffered from back pain which persisted. The patient was diagnosed with pericardial effusion. The patient was hospitalized. Lead repositioning procedure was discussed. The patient was given celecoxib. For diagnostics, CT scan was done. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.